Event description:
An unrecoverable venous air alarm occurred during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. Hb on (B)(6) 2012 was 10.3 g/dl and decreased to 9.8 g/dl on (B)(6) 2012. Epogen dosing was increased from 6,000 units 1 x week to 6,000 units 2 x week. No other medical intervention was required.

Manufacturer narrative:
The air alarms were most likely due to air not adequately removed by the reporter during the cartridge priming process. The cartridge priming spike was returned for evaluation. Inspection of the returned priming spike identified insufficient solvent bonding the spike to the waste and the venous lines which may potentially allow air to enter the cartridge during the priming process. All cartridges are 100% leak tested during manufacturing. The user guide includes adequate instructions to check for and remove air in the cartridge prior to initiating patient treatment. Review of complaint records indicate that this is likely a random isolated event. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.